Event description:
Pentax medical became aware of an event that occurred on (B)(6) 2020 in the operating room during use in the united states. The user facility reported an event via email and voicemail with a pentax sales representative stating that "during the procedure there was a bowel perforation this morning with one of two scopes, patient is stable". The reported complaint involved a pentax medical video colonoscopes, model ec38-i10l, serial number (B)(4) and model ec34-i10l, serial number (B)(4). The endoscopes have already been reprocessed through the medivators so our plan is to send them in to pentax for evaluation. The pentax sales representative responded via email on 13-feb-2020. The user facility stated that the perforation was noticed as the provider was backing out at which point two endoscopes passed through. The provider had difficulty navigating the tract with the first endoscope model ec38-i10l, and switched to the smaller endoscope, model ec34-i10l. The user didn't reach the cecum and complete the procedure. There was no additional anesthesia was required as they were concluding the procedure when the perforation of the bowel was noticed. This prolonged the patients hospital stay and necessitated a transfer to an outside facility. Patient was in good condition last the facility had heard. Both scopes were removed from service; pentax was alerted. Biomedical engineering was directed to consult a 3rdparty vendor for scope assessment. Sn: (B)(4) was found to be "like new condition, no defects found". Sn: (B)(4) was found to have some slight play in the angulation, buckling near the connector assembly, and impact damage on the distal end. None of which the vendor felt would attribute to an incident. Patient information was requested, but the user facility decline to provide the requested information. The customer owned colonoscope has not been returned to pentax medical for evaluation as of 19-feb-2020. Pentax medical video colonoscope, model ec38-i10l, serial number (B)(4) has been returned for service at a pentax medical facility since the device was put into service on 21-sep-2017. The investigation is currently in process.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Added: health effect impact code: (B)(4) hospitalization or prolonged hospitalization, component code: 4755 part/component/sub-assembly term not applicable, type of investigation: 10 testing of actual/suspected device, investigation findings: 140 wear problem, investigation conclusions: 4315 cause not established. The endoscope was received for evaluation by pentax medical on 10-mar-2020 and inspected on 11-mar-2020 under service order (B)(4). Inspection findings included the following: pve electrical connector frame has severe corrosion, passed dry leak test, pve connector housing corroded, endoscope failed electrical safety test - plct, suction tube twisted/kink, hole in # 1 remote control button cover, shield cover corroded, passed wet leak test, umbilical cable buckle at umbilical connector side. Final qc inspection of the repairs on the scope was approved on 22-apr-2020 under service order (B)(4). Repairs included replacement of the following components: o-rings and seals, light guide cable, suction channel lg, shield cover, lg cable connector assy pb-free. The scope was returned for further clinical use on 23-apr-2020 under the reference delivery number (B)(4) after having been evaluated and repaired. On 28-feb-2020, a device history record (DHR) review was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 08-aug-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-aug-2017. Pentax medical video colonoscope, model ec38-i10l, serial number (B)(6) has been returned for service at a pentax medical facility once in may 2019 since the device was put into service on 21-sep-2017. Per the original narrative, no allegation was made against the endoscope. During evaluation of the model ec38-i10l, serial number (B)(6) was found to be "like new condition, no defects found; and serial number (B)(6) was found to have some slight play in the angulation, buckling near the connector assembly, and impact damage on the distal end. None of which the vendor felt would attribute to an incident. Based on our investigation, although there was wear displayed on the endoscope, the exact cause of the reported patient injury remains unknown. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.